Event description:
On (B)(6) 2015, the reporter contacted animas alleging a history/settings (time and date reset) issue. There was no indication that the product caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: a review of the pump¿s black box showed that the time and date reset to default following a pump reboot. The returned battery cap was used for the investigation. The pump was opened and there was evidence of moisture ingress observed inside the pump. Investigation revealed that the internal clock battery on the printed circuit board had failed and showed evidence of leaking; rust and corrosion was observed. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.